Event description:
It was reported that the tubing just had a different texture. Also asked if they had similar complaints about the tubing kinking off. Nursing felt the tubing was made out of a different type of material than previously.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The reported event was confirmed cause unknown.1 sample were confirmed to exhibit the reported failure. Visual evaluation of the returned photo sample noted one opened (without original packaging), used urine meter drainage bag. Visual inspection of the photo sample noted inlet tubing kink at the top of the urine meter. A potential root cause for this failure mode could be ¿incorrect assembly operation/components placement / accessories". The device history record review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, unable to determine the associated labeling to review. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tubing just had a different texture. Also asked if they had similar complaints about the tubing kinking off. Nursing felt the tubing was made out of a different type of material than previously.